Event description:
A physician reported that the probe did not reach the cutting speed of 10,000 cuts per minute and exhibited poor cutting performance even after reduced the cutting speed before the cataract and vitrectomy combination surgery. The procedure was completed on same day after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).